Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device low battery prompt.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on the (B)(6) 2017 and that it had performed to specification up to the last log entry on the (B)(6) 2018. On (B)(6) 2017, the device records two manual power ons, one of nonsensical duration. Information from the technical log shows that during the power up of nonsensical duration, the device records an in-range patient impedance, and one 150j shock was delivered. The nonsensical duration of this log entry would suggest the power was removed before the shutdown sequence had been completed. This had resulted in the device erroneously recording a low battery message in the saver evo event data. No low battery audio prompt was issued. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was connected to the pc via usb to view the saver evo event data. During this event the device records the same low battery message that was witnessed on the (B)(6) 2017. Therefore, this report concludes the low battery message was displayed in saver evo due to the pad-pak being removed while the device was connected to a patient impedance. Further investigation found no fault with the returned sam 360p. The device performed to specification throughout the history log. On the (B)(6) 2017, the device records an in-range patient impedance of nonsensical duration, during which one shock was successfully delivered. The user subsequently removed the pad-pak from the device in order to power it off. By doing so, the device was unable to enter the shutdown sequence and erroneously logged the pad pak removal as a low battery in the user accessible memory log. There was no audio prompt given at this time. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.